Event description:
Patient reported left side "hard, shaped differed, and rupture" confirmed via MRI. Healthcare professional later reported "left breast pain, firm/hard to touch, aching pain reported by patient". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hard, shaped differed, and rupture".